Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their pump supplies and continued to receive occlusion alarms. The customer's blood glucose (bg) level was 467mg/dl and a manual injection was administered to address the bg level.